Event description:
It was reported by the vns patients caregiver that the vns epilepsy patient experienced an increase in seizures during the summer of 2013 following wisdom teeth extraction. The patient¿s keppra dose was increased and the patient¿s seizures were better. Attempts to obtain additional information from the patients treating physician regarding the increased seizures have been made, but no further information has been received to date.